Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 445 mg/dl. Customer¿s current blood glucose level was 450 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble or leak. Customer stated that the drive support cap was normal. Insulin was exited with quick release. Customer did not allege insulin pump for under delivering. The insulin pump will not be return for analysis.